Event description:
It was reported to boston scientific corp that a wallflex enteral colonic stent was used during a stenting procedure on (B)(6) 2009, performed on a (B)(6) male. According to the complainant, during the procedure, the deployment hub detached from the sheath mid-deployment. No parts detached into the pt since this occurred at the proximal end of the device. The pt presented with extremely tortuous anatomy. The physician recaptured the partially deployed stent and removed it from the pt. Due to the pt's anatomy and since this procedure was a bridge to surgery, a decision was made to reschedule the pt for a two-stage surgical procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).